Manufacturer narrative:
The device and foreign material were returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that a part of the valve torn and missing. The shape of the foreign material was equal to the missing portion. Omsc concluded that the valve possibly was damaged by physical force. The instruction manual has already warned "angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged."

Event description:
Olympus was informed that during a broncho alveolar lavage (bal) procedure, the facility observed under bronchoscope view that a foreign material fell into the patient lung. When the foreign material observed, the facility reportedly tried to feed saline solution through the subject device into a bronchoscope channel port using a syringe. The foreign material (1mm x 0.5mm in size) was retrieved with a grasping forceps. The facility completed the procedure using the subject device. There was no patient report related to this event.